Event description:
The customer reported that the device froze during analysis of a 12 lead. There was a pt involvement without pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.